Event description:
The steri-cath was attached to the pt's endotracheal tube. After suctioning, the low tidal volume ventilator alarm sounded. A nurse alleges that the thumb control valve of the steri-cath remained depressed rather than returning to a sealed position. The suction was disconnected to resolve the problem and there was no pt compromise.